Event description:
It was quickly observed that the patient's bed was wet near her head, and it was observed that a yellow 4-way stopcock connected to the patient's ij central line broke in half and the multiple medications that were infusing through that lumen/stopcock (norepinephrine, epinephrine, vasopressin, dobutamine, and dexmedetomidine) were backflowing out of the broken stopcock onto the bed. No harm to patient.